Manufacturer narrative:
The investigation of pump stop has been completed. There were no data logs returned. The cp stopped after running for 216 hours. The pump was returned and no damages or biomaterial was seen. There was a large purge gap which is indicative of bearing wear. The pump was attempted to be restarted in the lab and ran for a short time before stopping again. The impella cp's design life is 8 days which is indicated in the design trace matrix 0046-9910. The root cause of the pump stop is most likely due to bearing wear based on the returned product. D6b explant date was erroneously entered on the initial manufacturer device report number 1220648-2025-27667.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella cp support and during support, there was a sudden pump stop. The pump was explanted and the procedural outcome was the patient survived surgery. There was no patient harm.